Manufacturer narrative:
Complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The may 2007, 15 month mid ureteral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record review is in progress. Results of the ship history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation that a transobturator mid-urethral sling procedure occurred in 2006, using our obtryx mesh sling system. During a routine follow up visit that occurred the following month, it was noted that the pt was experiencing severe pain in her back and down left leg. The pt was also suffering from complete retention. Further medical intervention was required to address this event. The pt required the use of a catheter to relieve urinary retention. The pt was able to void normally after a four weeks without the use of a catheter. The pain dissipated after six months period. No further information forthcoming.